Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch on the left ventricular (lv) lead due to high out of range pace impedances. At implant, impedance values were 1133 ohms, but have risen gradually until they became out of range at 2025 ohms. At this time, the patient is being monitored and the system remains in service. No adverse patient effects were reported.